Event description:
The patient was post stent placement to the left anterior descending artery. The physician attempted to place the perclose vascular device to close the arterial puncture to the right femoral artery. During deployment of the device, the device malfunctioned resulting in non-closure of the femoral artery and the inability to remove the existing device from the artery without causing injury to the artery. A vascular surgeon was consulted. He took the patient urgently to the operating room for cut down and removed of the perclose device. Possible damage to the right femoral artery noted. Diagnosis or reason for use: artery closure.